Event description:
The customer reported a failed airway pressure gauge, on the a-series anesthesia system, which may have resulted in a possible loss of anesthesia monitoring. No pt injury was reported.